Event description:
Complaint reported as "during surgery seals failed and some sort of debris went into the pt's joint". Contact stated that they flushed the joint to remove the material and that no pt injury or complications occurred.